Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d6a: unknown, information not provided. Section d6b: unknown, information not provided. Section e1: initial reporter name and last name: unknown, information not provided. Section e1: initial reporter email address: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was not a good candidate for odyssey intraocular lens (iol). Patient had ocular issues not told to the surgeon. The bag was not stable enough. Secondary surgical intervention was required. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.